Event description:
The catheter was placed 1/7/97 via the right subclavian vein under the clavicle using a 16 ga. Needle. It was positioned in the superior vena cava and right atrium and placement was confirmed via c-arm fluoroscopy. It was rpeorted that on 1/16/97 that the pt had developed cellutis. There was a discontinuity in the wall of the catheter at a 90 degree bend into subclavian vein, which caused adriamycin extravasation with erhthematous and induration at site. Infusion was stopped and contrast was injected into catheter. An x-ray was taken which showed catheter in good position. The catheter was removed. During removal, surgeon tore a large hole in the catheter. The pt's cellutis was resolved per user facility's protocol.